Event description:
The customer reported that during use of two concept suture passer needles in a right open shoulder procedure on a male patient, the tips of the needles broke off inside of the bursa. (Second unit- lot# 251096). The surgeon attempted to locate and retrieve the small broken tips, but was unsuccessful and elected to leave them in the patient as it would cause more harm to the tissue to remove it. The procedure was completed using an alternate device. The patient went home as planned from day surgery with no follow-up x-ray performed and no patient injury or surgical delay reported.

Manufacturer narrative:
Two suture passer needles and 1 suture passer were received for evaluation. Visual examination of the returned needles confirmed the reported breakage and found both of the tips were broken off and missing. An evaluation of the returned suture passer found the unit performed to specifications and passed functional testing with no problems/discrepancies noted. The cause of the needles breakage was unable to be determined at this time. This needle is composed of shaft and blade made of (B)(4) super elastic nitinol and a tab made of lustran (B)(4). Each of these materials are routinely used in the manufacture of medical instruments and have a long history of safe and effective clinical use. Nitinol is a widely used material for vascular stents (implantable), valve patches and orthodontic devices. A review of the device history records show no discrepancies. This is a newly released product ((B)(4) 2010) and a review of complaint history shows no other complaints received for this item and lot numbers. The use of this product is technique dependent and the (B)(6) for this product addresses needle breakage as an acceptable risk. To date, there have been no reports of serious injuries related to this failure. The information for use (IFU) provides the user the following warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery, the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough, there is a chance of suture passer needle missing the window of the suture retrieval mechanism. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result.